Event description:
The physician attempted closure of the arteriotomy using the closer-tsl6 device. Needle deployment and closure was successful. The pt developed a hematoma and required surgery to resolve the hematoma. The pt recovered with no further incident.

Event description:
The pt underwent an abdominal aortagram with selective caterization of the hepatic artery for chemo infusion of a hepatoma. During the procedure, the pt received 2 units of fresh frozen plasma and a 6 pack of platelets. Following the procedure, the physician closed the right groin with the closer tsl 6 fr device. The pt was discharged from the hospital and readmitted on 12/13/1999 with staphylococcus bacteremia and cellulitis secondaty to the access site at the right groin. A right groint pseudoaneurysm was detected on 12/23/1999 and surgically repaired with an arterial patch.